Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd nano ultra-fine pen needle had a cannula break off. The following information was provided by the initial reporter, translated from (B)(6): "the customer bought three boxes of pen needles from the hospital before, but the needles were broken when using the needle on yesterday. The rubber band and the needle were removed, and the needles could not be found when customer went to the hospital for treatment."

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Inspected 7 retention part's cannula angle, cannula appearance and cannula pull force. All results passed.

Event description:
It was reported bd nano ultra-fine pen needle had a cannula break off. The following information was provided by the initial reporter, translated from chinese: "the customer bought three boxes of pen needles from the hospital before, but the needles were broken when using the needle on yesterday. The rubber band and the needle were removed, and the needles could not be found when customer went to the hospital for treatment."